Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. A service history review was performed and revealed that the device has had repetitive failures with f-94 alarms; however, there was no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, battery testing, functional testing, and an alarm log review were performed. The f-94 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be lost configuration settings. To correct the condition, the device configurations were reset. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. No additional information is available.